Event description:
According to the reporter, the writer received a call on (B)(6) 2023 at 0900 from home therapies nurse at the patients dialysis unit. The registered nurse (rn) said that they rested the catheter over the weekend. When the patient came in on the day of the event and was connected fluid started squirting out from the small holes in the catheter (that was supposed to sit in patients pelvis), and the catheter was about ¾ out. The nurse also said the superficial cuff was felt on (B)(6) 2023 but it could not be felt on (B)(6) 2023 (the day of the event). The patient was brought into the clinic on the same day at 1130 and was seen by a surgeon. The surgeon was able to pull the peritoneal dialysis (pd) catheter out without resistance and both cuffs were not attached to the catheter. The surgeon saw both cuffs while placing catheter on (B)(6) 2023 and did not understand how both came off of the catheter. The patient now do not have a means of dialysis. The catheter was newly placed and had not yet been used for dialysis. They was notified by the home dialysis nurse that when trying to flush the catheter, a ¿shower of fluid occurred¿ at which time the nurse commented that the fenestrated part of the catheter was outside of the abdomen. The home dialysis nurse was instructed to rest the catheter over the weekend. When the patient arrived in the clinic on the following monday the partially explanted catheter was confirmed. The physician removed the catheter bedside in the clinic without any difficulty. A visual inspection of the catheter confirmed that both cuffs were missing. It was reported that the physician did note that during placement some force was required ¿possibly due to patient scar tissue.¿ at that time it was unclear if the cuffs were in the abdomen because the physician felt that there was a low chance of infection developing, the decision was made to not take any additional actions until the implanting physician was able to follow up with the patient¿s nephrologist. At the time the catheter was removed in clinic the patient had enough residual kidney function that no emergent action was necessary to begin hemodialysis. The doctor placed a new peritoneal dialysis catheter laparoscopically on (B)(6) 2023. The surgeon was unable to locate the two cuffs during this additional operation.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the writer received a call on (B)(6) 2023 at 0900 from home therapies nurse at the patients dialysis unit. The registered nurse (rn) said that they rested the catheter over the weekend. When the patient came in on the day of the event and was connected fluid started squirting out from the small holes in the catheter (that was supposed to sit in patients pelvis), and the catheter was about ¾ out. The nurse also said the superficial cuff was felt on (B)(6) 2023 but it could not be felt on (B)(6) 2023 (the day of the event). The patient was brought into the clinic on the same day at 1130 and was seen by a surgeon. The surgeon was able to pull the peritoneal dialysis (pd) catheter out without resistance and both cuffs were not attached to the catheter. The surgeon saw both cuffs while placing catheter on (B)(6) 2023 and did not understand how both came off of the catheter. The patient now do not have a means of dialysis.